Manufacturer narrative:
The same event: medwatch#3004721439-2021-00217. Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. The prosa valve housing was subsequently measured and confirmed that there was no presence of a deformation. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the clinical claim of occlusion. At the time of our investigation the valve was shown to be permeable. This is likely due to the deposits observed inside the progav 2.0 (report (B)(4) and thus the function of the entire shunt system may have been affected. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valves met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the vlave was believed to have a blockage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 184 cm, weight: (B)(6) kg, gender: unknown. The same event: medwatch#3004721439-2021-00217.